Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, the physician close the lever (step 4) prior to pulling the plunger (step 3). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure was attempted using the pre-close technique prior to a procedure. Reportedly, during removal, the prostyle device became lodged [difficult to remove] in the access site. Hemostasis was achieved with a new prostyle device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.